Event description:
It was reported that a patient presented in-clinic with varying capture thresholds noted on the patient's right ventricular lead. The physician alleged micro-dislodgement of the lead. The lead was explanted and replaced on (B)(6) 2023. The patient was discharged and no other patient consequences were reported.